Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the vio dv integrated electrosurgical unit (iesu) could not recognize the grounding pad. The grounding pad icon was showing red although the grounding pad was replaced. The customer replaced the vio dv iesu with an external esu, which resolved the issue. The customer stated that a similar issue occurred one month ago, and the issue was resolved by replacing the grounding pad. The customer requested field service engineer (fse) follow up. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was not known if the system functionality was checked upon powering on the system. The vio dv iesu was initially powered on without any errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced. The fse reviewed error logs, but no error was found. The vio dv integrated electrosurgical unit (iesu) resistance value was slightly higher than a new iesu. The fse replaced the original iesu as a preventive action. The system was tested and verified as ready for use. The vio dv iesu was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A system log review was performed by tse. Per the review, the following was confirmed: the radical without lymphadenectomy prostatectomy was performed on (B)(6) 2022 using system (B)(4). Review of the provided image cannot verify the reported complaint that the iesu was unable to recognize the grounding pad. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio da vinci integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The iesu unit energized and cauterized, and all ports recognized instruments. The unit will be restocked for future use. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.